Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore the device was not performing as intended.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the architect analyzer generated falsely decreased calcium results on two patients. The results provided were: pt#1 initial = 5.0 / repeat = 9.4 / retested on another analyzer = 9.2 / 9.2 / 9.3 (normal range 8.4-10.2mg/dl); pt#2 on (B)(6) 2016 = 5.8 / 9.7 / another analyzer = 9.7mg/dl. The customer stated that they also observed falsely decreased magnesium results on two patients. The results provided were: pt#3 initial = 1.0 / repeat = 2.1 /2.2 on different analyzer (normal range 1.6-2.6 mg/dl); pt#4 = 0.8 / 2.1 / another analyzer = 2.0mg/dl. There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
Falsely decreased calcium and magnesium results were generated by the architect (B)(4). Abbott field service performed troubleshooting and maintenance including: rebuilding the reagent and sample syringes, checking and adjusting the wash cup volumes, and inspecting the mixer blades and verifying the mixer alignment. The (B)(4) service history shows no additional reports of inconsistent or erratic results have been received since field service was on site. A review of complaints for the (B)(4) did not identify any related issues or trends. A review of manufacturing of the (B)(4) found no related issues. The architect system operations manual provides information with regard to maintenance, component replacement, specimen handling, limitations of result interpretation, and troubleshooting the reported issue. The architect (B)(4) system service and support manual provides troubleshooting steps for erratic, elevated, and depressed results. Probable causes include syringe seal(s) and/or o-ring failures, mixer out of alignment, and wash cup water volume misadjusted. The issue was resolved by performing standard troubleshooting, maintenance, and replacing parts in accordance with current product labeling. Based on the investigation performed neither a deficiency nor a malfunction was identified for the architect (B)(4).